Event description:
Manufacturer's ref (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the air gas module was replaced. No goods have been received for investigation, the goods has been lost during shipment. The received device log files could not confirm the reported problem, that the ventilator did not pass pre-use check. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. As no goods were returned for investigation, the cause of the reported failure could not be determined.

Event description:
It was reported that the ventilator failed flow transducer and pressure transducer tests during pre-use check. There was no patient involvement. Manufacturer's ref #: 398466.